Manufacturer narrative:
The insulin pump was received with minor scratched display window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received missing end cap sticker. No damage near the motor area however, the inulin pump was received with cracked end cap.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer stated the bottom part of the insulin pump, around the motor compartment was broken. Customer's blood glucose was 154 mg/dl. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.